Event description:
A customer observed unacceptable troponin I quality control performance when using lot 1110 of the troponin I assay. If obtained on a pt sample, biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.